Manufacturer narrative:
D2b pro code (product code): nhl.

Event description:
It was reported that a deep brain stimulation (dbs) patient went to the emergency room after her implantable pulse generator (ipg) eroded through the skin at its chest site. The wound had opened, causing her persistent pain, discomfort, redness, and swelling in the affected area. To address the issue, physicians carried out a procedure to reposition the ipg deeper within her chest by creating a new implant site deeper in her chest. After staying in the hospital overnight, the patient is expected to make a complete recovery. The ipg remains implanted and in used and will not be returned for analysis.